Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted via l-p shunt on unknown date with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). Valve obstruction was suspected, therefore, the valve was removed and replaced on (B)(6) 2022. It is unknown if the patient presented with sign and symptoms due to valve disfunction.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Failure analysis - the valve was visually inspected, needle holes in the needle chamber were noted also cloudy biological debris liquid was noted inside the valve. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux and pressure. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted covering the rotation construct and helical spring, on the ruby ball, on the flat spring of cam/ball arm assembly. The root cause for the pressure issue noted during the investigation is due to biological debris found covering the rotation construct and helical spring, on the ruby ball, on the flat spring of cam/ball arm assembly. The possible root cause for the ¿valve obstruction was suspected¿ issue reported by the customer, is probably due to biological debris interfering with the valve mechanism, but at the time of the investigation no occlusion was noted.